Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited backup vvi operation. It was noted that the patient had underwent surgery for unrelated events and was exposed to strong emi. No intervention was performed. No further information was available.